Event description:
Pt was revised to address tibial loosening at the cement/implant interface. The manufacturer of the cement used at the primary surgery is unk.

Event description:
Reporter alleged obtaining the results of 200 mg/dl and 100 mg/dl back to back within 10 minutes on the compact system. Reporter stated she had sugar on her hand with the 200 mg/dl result and she washed it before obtaining the 100 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.